Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), metrorrhagia ("metorhagia (bleeding between periods)"), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), fatigue ("fatigue"), tooth disorder ("dental problems"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (B)(6) 2010). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, metrorrhagia and genital haemorrhage had resolved and the psychological trauma, vaginal discharge, fatigue, tooth disorder, hormone level abnormal, headache, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, tooth disorder, vaginal discharge and weight increased to be related to essure (ess205). The reporter commented: she received treatment for bladder/urinary problems-vaginal discharge, bleeding: menorrhagia (heavy menstrual bleeding),metrorhagia (bleeding between periods), general abnormal bleeding, pain: chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal, back. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2005: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: new pfs received- event ¿ injury¿ replaced with new events pain: chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),pelvic/ abdominal, back, menorrhagia (heavy menstrual bleeding),metrorhagia (bleeding between periods), general abnormal bleeding, psych injury, bladder/urinary problems: vaginal discharge, other injuries/symptoms: fatigue, dental problems, hormonal changes, headaches, nausea, weight gain. Product indication was updated. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hot flashes and appendectomy. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), metrorrhagia ("metorhagia (bleeding between periods)"), genital haemorrhage ("general abnormal bleeding"), psychological trauma ("psych injury"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), fatigue ("fatigue"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (B)(6) 2010). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, metrorrhagia and genital haemorrhage had resolved and the psychological trauma, vaginal discharge, fatigue, tooth disorder, hormone level abnormal, headache, nausea, weight increased and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she received treatment for bladder/urinary problems-vaginal discharge, bleeding: menorrhagia (heavy menstrual bleeding),metrorhagia (bleeding between periods), general abnormal bleeding, pain: chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal, back discrepancy noted in plaintiff's date of birth, essure insertion and removal date. In current follow up it was reported as (B)(6) 1971, (B)(6) 2013 and (B)(6) 2014 respectively. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2005: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: pfs and mr received : event "abnormal bleeding (vaginal)" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.